Manufacturer narrative:
The device was received for evaluation. During functional testing, failed upstream occlusion test was not reproduced. The device was sent for us occlusion test and passed. A review of event history log revealed upstream occlusion! Messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump repeatedly failed upstream occlusion test during delivery accuracy test in the biomed service department. There was no patient involvement. No additional information is available.